Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon unpacking the mapping catheter and when the tab was taken down, the shaft of the catheter was bent. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.